Event description:
It was reported that at implant the physician tested the helix of the lead before the implant and it was okay. Then during the procedure when the physician tried to reposition the lead the helix was blocked. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the helix disengaged from the helical channel. It was also noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Visual comments noted that the lead was received with the helix fully retracted. And that the helix had been over-retracted, which most likely contributed to the helix issue.